Event description:
It was reported to boston scientific corporation on december 22, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2022. During the procedure, the stent failed to deploy. The stent was removed from the patient partially deployed. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
(B)(4).